Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the rectum during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto tissue, but was unable to eject from the catheter to deploy. The catheter had to be shaken outside the biopsy cap along with the tech by opening and closing as needed until the clip was released. It was noted that the snap and crackle were felt but there was no pop during the stages of deployment. The procedure was completed with a non-bsc clip device. There were no patient complications reported as a result of this event.